Event description:
The physician did not pre-dilate. During the primary stenting, the stent easily passed through the guide, and then the physician easily deployed the stent however, it was hanging out 3-4 mm into the aorta, which was not optimal after removing the balloon. The physician inflated the stent, got the balloon into the guide. Subsequentaly, he initally tried to remove it from the guide and but it got caught inside the guide. So then the physician removed the guide, the wire, and the ballon from the pt, and he lost access to the renal artery. He then re-introduced the wire and guide but since the stent was hanging out about 3-4 mm into the aorta the physician had difficulty gaining access, eventuallu he gained access and post dilated. He used a talon 6x3 balloon, which would enter the guide. (.018 system) then the physician had difficulties with this balloon. While removing everything, he bent the original paramount mini stent which was sticking out in the aorta, so then he had to regain access and used a im guide, he went through a cell of the stent to wire the renal artery and dilated again with a 4x2 coronary balloon. The physician then put in a boston sci express ld stent .035 6x14.